Manufacturer narrative:
Device has not yet been returned for investigation, but is expected.

Event description:
When checking set, the sales representative noticed that the tip was broken on the screwdriver.